Manufacturer narrative:
The reported complaint was confirmed. The srt also observed that the software version was not present but the unit was displayed in the service menu of the central control monitor (ccm). He replaced the centrifugal pump assembly module. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the centrifugal control unit (ccu) screen was blank. There was no patient involvement.